Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that there was a loosening of the femoral component. Components in use listed as concomitant devices are: nb015k / enduro femoral component cemented f2l. Nr432k / femur extens. Stem 5 d12x177mm cem.less. Nr882 / enduro meniscal component f2 14mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the digital microscope vhx-5000 keyence and the digital camera "panasonic dmc tz8". The rotation axis has fractured below the taper. The proximal part of the broken axis is still fixed in the hinge ring. The fracture surface exhibits a fatigue fracture with a small part of forced fracture, located in the middle of the breakage surface. A definitive beginning and direction of the crack could not be determined. The device does not show any signs of material or manufacturing error. There are visible stop marks on the femur hinge ring caused by hyperextension. The stem is still firmly fixed in the femur component. On the gliding surface (ventral) of the inlay, visible traces of delamination could be determined. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. Rational: the fracture appears to have occurred due to a patient related mechanical overload situation. The patient is overweight. The mentioned problems with hyperextension for some time could also be indicated as an additional load situation for the knee prosthesis. Another point to mention is, when the connection between the axis taper and the femur component is not firmly fitted, there is a possibility that the axis fractures below taper. This is a result of mechanical overload. Corrective action according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.